Manufacturer narrative:
Correction: please note, method, result codes no longer apply to this report. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins was at normal end of life. Visual inspection of the ins did not reveal any significant anomalies. Foreign material was visible under the cover and in the connector ports. The access hole adhesive had a cosmetic cut. The grommet and setscrew were visibly ok. The ins shield/can was dented and scratched. Initial examination confirmed that the ins had reached its end of service (eos). Telemetry tested ok. The eos bit was reset to test output and good stable output was observed. A projected longevity estimate was calculated using the programmed settings at the time of the initial review, which estimated 42.12 months to elective replacement indicator (eri) and 45.12 months to eos. A longevity calculation using the upper limit settings estimated 0.64 months to eri and 3.64 months to eos. According to the trace report, the ins reached eri in 5.83 months and eos in 8.33 months. Destructive analysis was performed because the longevity estimate with the programmed settings did not match the actual longevity of the ins. Visual inspection of the hybrid did not show any anomalies. The hybrid passed a series of defined and qualified automated functional tests. Visual inspection of the battery did not show any anomaly. Destructive analysis of the battery did not show any anomalies. Destructive analysis found normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a premature battery depletion. Factors that may have led or contributed to the issue was a premature battery depletion. No troubleshooting was performed. There was a report that the battery was explanted and the issue was resolved. No further complications were reported/anticipated.